Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2017 with the following findings: during investigation, the pump was powered on and emitted a cs 069 call service alarm immediately upon power up. The call service alarm was recorded in the black box data as a cs 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Initial reporter. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.